Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, as a result the hard drive was replaced. It was also noted that the lower case was worn, and the handle was cracked. (B)(4).

Event description:
It was reported the programmer would not boot past the "gray screen." The programmer was returned for repair. No patient complications have been reported as a result of this event.